Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem was confirmed during testing. The problem was attributed to a leak from the water tank cover. The problem source of the reported product problem was unknown. A root cause was not established. The water tank cover was replaced.

Event description:
It was reported that level 1 hotline low flow system (hl-390) produced an alarm related to the disposable. The device also produced a low water level alarm. No patient injury or complications were reported in relation to this event.